Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided; medical device expiration date: unknown; device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No device history record review can be completed as lot number was not provided (unknown). If samples or additional information is received from customer, complaint will be reopened and further investigation will be performed. No root cause can be determined as no samples were received.

Event description:
It was reported that a bd¿ tuberculin syringe with bd precisionglide¿ detachable needle was blocked. When the patient¿s parents applied pressure, the medication squirted out getting on their face/eye. The report states that ¿pharmacy does not believe there will be any adverse events with the parents getting medication in eyes and face¿. There was no report of medical interventions.